Manufacturer narrative:
Product analysis: a safety valve was returned to covidien/ medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator generated an alarm and the device stopped ventilating. The patient was placed on an alternate ventilator and there was no harm to the patient.